Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could not confirm or duplicate the reported event. The device ran for 1.5 hours without any errors being presented. The customer is requesting to have ths suspect device returned for further evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.